Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8 596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported the pump was explanted due to an infection. It was also noted the patient¿s refill reservoir volumes were inconsistent. There was no patient injury. The pump was used to deliver morphine, clonidine and marcaine. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Additional information/device evaluation: analysis of the pump revealed no anomaly found.

Event description:
Additional information was received and it was reported that the patient had a hard, enlarged pocket where the pump was. During the surgery, they opened the pocket and concluded that there was an infection. They brought in a general surgeon who cleaned/cut out the pocket. They did not know what caused the infection. They removed both the catheter and the pump and did not put a new one in; they were not planned on putting another pump as of the date of this report.

Manufacturer narrative:
Corrected/additional information: product ID 8596sc, serial # (B)(4), explanted: (B)(6) 2014, product type catheter; product ID 8596sc, serial # (B)(4), explanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had tenderness at the pump site. The expected residual volume was 5.7ml and the actual residual volume was 4ml; the cause of the discrepancy was unknown. The last pump refill was on (B)(6) 2014. The patient had drainage, after the pump refill, from the site where the needle was placed. The patient also had pain. On (B)(6) 2014, the patient was given empiric vancomycin. On (B)(6) 2014, the patient was given keflex 500 mg. A culture of the device pocket was taken on (B)(6) 2014. The abdominal wound showed no white blood cells and no organisms seen. The cultures at 24 hours showed no growth. The final culture results on (B)(6) 2014 noted no growth aerobic or anaerobic. The surgical pathology report noted ¿+ for necrotic and degenerated fibroconnective tissue.¿ the patient experienced drug withdrawal symptoms of nausea, vomiting, diarrhea, tremors, sweats, and insomnia. The patient¿s pre-op risk factors were corticosteroid use (prednisone 5mg qd) and autoimmune disorder.